Event description:
Caller states the patient tested 4.6 inr on the coaguchek s system and 2.7 inr on a comparison lab. Coumadin was held based on device result and then changed after lab returned. No adverse event reported. Requested return of suspect system and replacement was sent.